Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. The lot details provided show that the patient was using an expired pod. As per omnipod dash® insulin management system ¿ user guide (model: pdm-int2-d001-mm pt-000002-gbr-eng-mm-aw rev. 004 11/20, 3 changing your pod / page 40) warnings: do not use a pod if it is past the expiry date on the package.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.